Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage event with an infusion set where the tubing was leaking at t:lock. This issue was observed prior to insertion during insertion preparation. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.